Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that liquid was found in the syringe before use with a syringe 3ml ll 200 s/c. The following information was provided by the initial reporter, verbatim: today, ((B)(6) 2020) she discovered that "all" of their syringes ( ref/lot below) have clear liquid inside of them. She is not sure if it's supposed to be there. She does have samples available, I told her we would send her a shipping label. She did inject a patient this morning with 2 of the 3ml syringes and 1 of the 10 ml syringes this morning, before she noticed the liquid inside the syringes. She doesn't know if those syringes had liquid in them or not. She stated she has other syringes (other material #s, other lot #s), but she has not checked to see if there is liquid inside."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid was found in the syringe before use with a syringe 3 ml ll 200 s/c. The following information was provided by the initial reporter, verbatim: today, (B)(6) 2020) she discovered that "all" of their syringes ( ref/lot below) have clear liquid inside of them. She is not sure if it's supposed to be there. She does have samples available, I told her we would send her a shipping label. She did inject a patient this morning with 2 of the 3 ml syringes and 1 of the 10 ml syringes this morning, before she noticed the liquid inside the syringes. She doesn't know if those syringes had liquid in them or not. She stated she has other syringes (other material #s, other lot #s), but she has not checked to see if there is liquid inside."